Event description:
It was reported that a patient underwent a craniotomy for removal of intracranial hematoma procedure on (B)(6) 2025 and absorbable hemostat was used. Doctor needed to use absorbable hemostatic gauze during surgery for patients. During the packaging process, the traveling nurse found that the sealing of the product packaging was not firm and the adhesion was not strong. Nurse immediately reported to the head nurse and replaced it with a new hemostatic gauze, which did not affect the surgical use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 4. Device manufacture date, h 6. Type of investigation device history review: a manufacturing record evaluation was performed for the finished device batch and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.